Event description:
It was reported that during an unknown procedure, the clips didn't load properly before firing. When firing, the clips flipped. No patient consequences.

Manufacturer narrative:
(B)(4). Date sent: 6/19/2023. B3: unknown, assumed first day of month that complaint was reported. D4: batch # x9502r. Additional information was requested and the following was obtained: "did device not feed clips? No, it did, but not properly. Did device feed clips sideways? I couldn¿t check that. Did device not fire clips (jammed)? It fired clip, but it didn¿t make proper shape. Did device fire malformed clips? Yes. Did device fire scissored clips? I couldn¿t check. Did device drop or eject clips? No it didn¿t." Investigation summary the product was returned to ethicon for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample revealed that the mcs20 device was returned with no damage in the external components. In an attempt to replicate the reported incident, the device was tested for functionality. Upon testing, the device was cycled and it fed and it ejected 7 clips. No conclusion could be reached as to what may have caused the reported incident. It should be noted that as part of our quality process, each device is visually inspected and functionally tested during manufacturing to ensure the device meets the required specifications prior to shipment. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified. As part of ethicon endo surgery¿s quality process all devices are manufactured, inspected, and released to approved specifications.